Event description:
It was reported that 4 days after a coronary drug eluting stenting procedure, the pt returned with a subacute thrombosis. In 2004, the pt presented to the emergency room with an acute myocardial infarction. Pt was taken to the cath lab emergently and was found to have an occlusion of the lad. The physician predilated the mid lad lesion with a crosssail 2.5 x 20 mm balloon at 10 atms for 2 minutes. He then deployed a taxus 2.5 x 16 mm drug eluting stent at 12 atms for 1 minute. The lesion was reduced from 100% stenosis to 0% stenosis. The pt had a nitroglycerin drip running during the procedure. Pt was also given heparin and integrilin during the procedure. The procedure was successfully completed with no complications reported. The pt was given plavix at the conclusion of the procedure. Four days later, the pt returned to the cath lab and was found to have a subacute thrombosis of the lad. The physician wired the mid lad lesion and inflated 3 times (12 atms for 45 seconds, 4 atms for 30 seconds and 10 atms for 30 seconds) with a crosssail 3.0 x 20 mm balloon. The pt was given heparin and integrilin, as well as nitroglycerin during this procedure. The procedure was successfully completed with 100% stenosis reduced to 0% with complete perfusion. No complications were reported. The reintervention was not performed by the implanting physician. It was reported that the physician felt that the original stent may have been undersized. Pt status is reported as satisfactory/good.